Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the broken tip and tissue pad peeling off could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited a broken probe and the tissue pad was peeled off. There was no patient involvement. (B)(6): on (B)(6) 2025 5:33 pm. Two additional complaints were cloned to cover the three units affected (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h7/h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d5, e1, e2, e3, g2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.